Event description:
Subsequently, the device was explanted with information indicating it would be returned for a laboratory evaluation. No resulting adverse patient effects reported.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the battery status and the magnet rate of 90 ppm did not match. There is a concern that this device is experiencing premature depletion and would reach elective replacement time (ert) earlier than expected. No adverse patient effects were reported. A replacement has been scheduled.

Manufacturer narrative:
--

Manufacturer narrative:
Once any additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.